Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) was not responding to commands from the central control monitor (ccm) on the test stand. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.